Event description:
It was reported that the patient could not see and the lens was removed and replaced. It was stated that the patient was brought to recovery in good condition.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation of the returned lens found it was received cut into two pieces across the optic. This condition precluded being able to measure the diopter. Visual examination of the lens pieces found no optical deviations with the optic parts. Dioptric measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power of 19.5 for this lot number and as this lens was labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explanted lens. (B)(4) - intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.